Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
The customer reported that the knife blade would not advance after a few activation. The device was returned to covidien and visual inspection discovered that the knife blade and part of the webbing was missing. It was reported that nothing fell into the pt's cavity and there was no injury.